Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03434. It was reported the patient is no longer receiving effective left foot stimulation. X-rays had previously identified the right thoracic scs lead is fractured and diagnostics previously showed invalid impedance values; however, effective stimulation was achieved through reprogramming. Surgical intervention will be taken at a later date to address the issue

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.